Event description:
At wound closure a burn (blister-2nd degree) on patient's upper lateral right chest, size 3 x 1.5 cm was noticed. Burn was caused by the use of a lighted fiber optic breast retractor. Wound was dressed with bacitracin ointment, telfa dressing and tegaderm per md order. The connection between the fiber cable and the retractor gets very hot when the light is on.